Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the connector pin measuring 9.3 cm was returned for analysis. Full breach insulation degradation was noted 8.1 ¿ 8.3 cm from the connector pin. The other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.